Event description:
Clinical study. Same case as 6000089-2006-01176,01164,01165,01166, 6000093-2006-01090. Three days after a coronary drug eluting stenting treatment procedure the pt expired. On the previous day of the procedure, the pt was randomized to undergo percutaneous coronary intervention. The pt was not on a previously prescribed regimen of plavix and received a loading dose of 600mg of plavix. On the date of index procedure, -the mid right coronary artery (mid rca) lesion has less than or equal to 30% residual stenosis. The physician treated the lesion with placement of two overlapping taxus express2 study stents. The first stent was a taxus express2 8.8% 3.00x12mm drug eluting stent. A persistent indentation was noticed proximal to this stent. Therefore a second taxus express2 8.8% 3.00x8mm drug eluting stent was placed.-the mid left anterior descending artery (mid rca) lesion has less than or equal to 30% residual stenosis. The physician treated the lesion with placement of two overlapping taxus express2 study stents. The first stent was a taxus express2 8.8% 3.00x8mm drug eluting stent was placed. -the mid left anterior descending artery (mid lad) lesion has less than or equal to 30% residual stenosis. The physician treated the lesion with placement of a taxus express2 8.8% 2.50x8mm drug eluting stent in the target lesion. -the left main coronary artery (lmca) lesion was calcified as a type a bifurcation lesion. Percent residual stenosis was unk. The physician treated the lesion with placement of a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. -the proximal circumflex artery (prox cx) lesion was treated with placement of a taxus express2 8.8% 2.75x8mm drug eluting stent via provisional t-stenting technique. Due to a residual stenosis in the cx artery, distal to the stent, a taxus express2 8.8% 2.50x8mm drug eluting stent was placed with "good end results". During percutaneous transluminal coronary angioplasty (ptca) in the cx artery, kissing balloon technique was adminstered in order to protect the proximal lad. There were no reported complications. The pt was prescribed plavix and aspirin. Three days after the initial procedure, the pt was transferred from the intensive care unit to the emergency unit due to tachycardia, diffuse st-elevations and hypertension. Pt went into cardiogenic shock. An emergency angiography was performed and showed a stent thrombosis in the proximal part of the lmca stent, starting aorta-ostial. Intubation was followed and cardio-pulmonary reanimation was started. Guidewire was inserted in the lmca bifurcation followed with intracornary thrombolysis and conservative balloon dilatation in the lmca, proximal lad and cx. Ptca was unsuccessful. No contrast filling of lad occurred. After multiple unsuccessful dilatations and 60 minutes of reanimaton, the pt expired. In the opinion of the physician, the cause of death is cardiogenic shock, and the relationship of the death to the taxus stent and index procedure is highly probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.